Event description:
Pt obtained a blood glucose result of 322 mg/dl, while using the suspect device. Reporter indicated that, despite receiving an elevated result, pt was exhibiting symptoms of hypoglycemia. Reporter indicated that pt's blood glucose was retested, seconds later, with a result of 50 mg/dl. Reporter summoned emergency medical services, on pt's behalf, and while awaiting their arrival, attempted to treat pt with orange juice. "Minutes later," paramedics reportedly arrived and retested pt's blood glucose (on emt's monitor) with a result of ~58 mg/dl. Reporter stated that pt was treated, by paramedics, with an intravenous glucose solution. No additional treatment was received. Pt's current condition: "ok". Quality control testing had not been performed on the system. Tech support requested the return of the suspct product and replacement product was shipped.